Event description:
A patient contacted baxter to report that the blue port detached from the tubing of the cassette. This problem was identified during patient use, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Actual sample was received without the blue port and the primary packaging (pouch) open, and was evaluated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The sample had no cap in the patient line and in the drain line so the event was confirmed. Similar report have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This is report 1 of 2 associated with this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should any additional information become available.